Event description:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. One test strip was found to have be diagonally chipped on the top and bottom. On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging a test strip issue. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.